Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy contributed to the reported slda. The increased mr is likely due to the reported slda. The reported patient effect of worsening mr is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mr with a grade of 4+. One clip was implanted, reducing the mr to 1-2+. On (B)(6) 2019, routine echocardiogram showed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr increased to 4+. Due to past medical history and previous valve repair, there was insufficient space to implant another clip; therefore, no additional treatment was performed. The patient is stable and pending a valve replacement. No additional information was provided.